Event description:
It was reported that the scissors were dull.

Manufacturer narrative:
Additional info will be provided once the investigation is completed. Please note that this report also reflect lot numbers: 846008, 845992 and 142634.